Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error occurred due to failure of the connector socket. The cause of the faulty connector socket could not be identified olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5)

Event description:
Additional information was supplied by the customer. The problem occurred during preparation for use, and the intended diagnostic procedure was completed successfully with a similar device and with no delay. The patient was not under general anesthesia.

Manufacturer narrative:
The subject device was repaired onsite at the local service center. During on-site troubleshooting, it was found that the scope connector had poor contact. The device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed a b30 scope communication error message. There were no reports of patient harm associated with this event.